Manufacturer narrative:
A2: age at time of event: above 18 years and older. Device evaluated by MFR.: promus element,mr,ous 3.00x24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent was noted to be pulled proximally and stent struts form the mid stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.00mm x 21mm, concentric, de novo target lesion containing a 90 degrees bend was located in the severely tortuous and moderately calcified right coronary artery. After a 6f non-bsc guide catheter was engaged and a non-bsc guide wire was crossed the lesion, pre-dilation was performed with a 2.0x12 non-bsc balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 3.00x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and when removed, the stent strut was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and that patient's status was stable.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.00mm x 21mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified right coronary artery. After a 6f non-bsc guide catheter was engaged and a non-bsc guide wire was crossed the lesion, pre-dilation was performed with a 2.0x12 non-bsc balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 3.00x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and when removed, the stent strut was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and that patient's status was stable.